Event description:
The column became loose and fell impacting the healthcare provider using the equipment. The affected person rec'd some abrasions from the incident. A serious injury may result if the column were to fall on top of a person, which was not reported.

Manufacturer narrative:
The system was reviewed by a ge field engineer at the site. There are six bolts that hold the column upright, two missing, three were loose. The system was taken out of svc by the customer.